Manufacturer narrative:
Date sent to the FDA: 06/26/2020. Corrected information: d3, g1, g2, h6. Events were submitted via 2210968-2020-04831, 2210968-2020-04833, 2210968-2020-04835, 2210968-2020-04836, 2210968-2020-04837, 2210968-2020-04838, 2210968-2020-04839, 2210968-2020-04840 and 2210968-2020-04841. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The manufacturing record evaluation was performed and identified a nonconformance,  which was raised to address the event reported. The necessary actions have been taken to address the issue. Device evaluation summary: upon visual inspection of one picture, a sealed box of product code v372h with lot phbbcjq0 and a printed the legend of "not for human use" could be observed. Device evaluation summary: twenty sealed boxes of product code v372, lot phbbcjq0 were received for analysis. During the visual inspection of the boxes, a legend of "not for human use" at the artwork of the product could be observed, resulting in inappropriate information at the cardboard. However, the samples at the inside were reviewed and all the information were according to the requirements of the finished goods product. The products met all specifications for use on patients. No risk to patients.

Event description:
It was reported that product was not used on patient. The product is labeled 'not for human use'. No adverse patient consequences. Upon device evaluation, a legend of "not for human use" on the artwork of the product could be observed on the box.